Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) found that the screw fixing the sample pipettor to the sample plunger was loose, causing inaccurate sample aspiration/deposition due to the movement of the mechanism. He did not detect any issues with water conductivity or the photometer. The fse verified the positioning of the sample and reagent pipettors in the cells and wash stations, and cleaned the wash wells. Calibration and qc were performed with successful results. The investigation is ongoing.

Event description:
We received an allegation of questionable ion-selective electrode (ise) results for 1 patient sample tested on a cobas 6000 c501 module. Results for the sodium (na) test were affected. Initial result: 182 mmol/l. No questionable result was reported to the physician, and the sample was repeated on a blood gas analyzer. Repeat result: 136 mmol/l. The repeat result was reported to the physician.

Manufacturer narrative:
The ion-selective electrode (ise) checks were acceptable. The field service engineer reported that customer maintenance was not performed at the high-concentrated waste output, which caused inaccuracy due to the grounding of the ise flow path. The maintenance actions performed by the field service engineer resolved the issue. The customer did not report any other issues after the service. The investigation determined that a usage problem (incorrect waste solution nipple maintenance) had caused the event. The investigation did not identify a product problem.